Event description:
Vns programming history was obtained which indicates the vns device was disabled (programmed off to 0ma) on (B)(6) 2013. No diagnostic information was provided. The intensified follow-up (ifi) indicator was observed. It was additionally reported that the vns device was replaced on (B)(6) 2013.

Event description:
On (B)(6) 2013, an epilepsy nurse reported a potential lead break. Attempts for any additional information have been unsuccessful.

Event description:
Further follow-up revealed that x-rays were taken. It was reported that the x-rays were going to be sent to device manufacturer for review; however, no x-rays have been received to date. It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance and that device replacement is planned. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a patient death or serious injury.